Event description:
As reported, a patient had a number of hives, puffy eyelids, wheezing, hypoxemia, hypotension requiring intravenous (IV) epinephrine, solumedrol, albuterol and fluid resuscitation after the deployment of an unknown exoseal vascular closure device (vcd). After three days, the patient was weaned off the epinephrine drip and was discharged without permanent ill effect. The patient had allergies noted to bananas and peanuts but had gone through two computer tomography angiography (cta) contrast procedures without reaction. An unknown carotid stent was placed on her using bivalrudin as the anticoagulant, and an unknown bare metal stent. There were no complications through the procedure which took about 1 hour. The patient is a diabetic, has hypercholesterolemia and hypertensive and on stable medications for these. She also has a history of asthma with hospitalizations but never was intubated and never had an anaphylaxis before. The patient had a cta with contrast approximately one year ago and again five months ago without reaction to contrast. There were no hives or other allergic manifestations during the entire case which lasted about an hour until the exoseal was placed. About fifteen minutes later she developed multiple hives across her abdomen and anterior chest, puffy eyelids and throat, severe wheezing with hypoxia, severe hypotension down to 80 systolic, and required intravenous (IV) epinephrine injections and continuous drip as well as solumedrol injection and IV benadryl famotidine, and albuterol nebulizer as well as fluid resuscitation. She was recovered in the cardiac care unit (ccu) after stabilization and was discharged four days after the incident. The patient was seen in the office 6 days after the incident and is fine. Allergy testing is going to be done to determine whether contrast may have been involved. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18119341 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, a patient had a number of hives, puffy eyelids, wheezing, hypoxemia, hypotension requiring intravenous (IV) epinephrine, solumedrol, albuterol and fluid resuscitation after the deployment of an unknown exoseal vascular closure device (vcd). After three days, the patient was weaned off the epinephrine drip and was discharged without permanent ill effect. The patient had allergies noted to bananas and peanuts but had gone through two computer tomography angiography (cta) contrast procedures without reaction. An unknown carotid stent was placed on her using bivalrudin as the anticoagulant, and an unknown bare metal stent. There were no complications through the procedure which took about 1 hour. The patient is a diabetic, has hypercholesterolemia and hypertensive and on stable medications for these. She also has a history of asthma with hospitalizations but never was intubated and never had an anaphylaxis before. The patient had a cta with contrast approximately one year ago and again five months ago without reaction to contrast. There were no hives or other allergic manifestations during the entire case which lasted about an hour until the exoseal was placed. About fifteen minutes later she developed multiple hives across her abdomen and anterior chest, puffy eyelids and throat, severe wheezing with hypoxia, severe hypotension down to 80 systolic, and required intravenous (IV) epinephrine injections and continuous drip as well as solumedrol injection and IV benadryl famotidine, and albuterol nebulizer as well as fluid resuscitation. She was recovered in the cardiac care unit (ccu) after stabilization and was discharged four days after the incident. The patient was seen in the office 6 days after the incident and is fine. Allergy testing is going to be done to determine whether contrast may have been involved. The product was not returned for analysis. A product history record (phr) review of lot 18119341 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿anaphylaxis¿ could not be confirmed as the product, nor patient records were returned for analysis. The exact cause of the reported event could not be conclusively determined. Anaphylaxis is a serious life-threatening allergic reaction which usually occurs within few seconds or minutes of exposure to allergic substances. This involves hives, swelling and sudden drop in the blood pressure and sometimes shock. This is a known potential complication and listed in the products IFU as such. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.